Event description:
This 58 yr old female underwent subcutaneous mastectomies in 1983 with implantation of silicone gel mammary breast prosthesis. The name of the implants is not known to this reporting facility. The pt presents with severe pain, discomfort and distortion and hardening of the breasts. Gross exam: both implants are ruptured. The right implant's contents are easily expressed through ragged fenestrations in the anterior wall. Capsule exams shows fibrosis, chronic inflammation and refractile foreign material.